Event description:
It was reported that after registering all validation points during a navigated triathlon knee procedure, the software gave a "failed registration" warning. It was reported that the surgeon tried to register two more times and the same notification appeared. The surgeon decided to then choose the implant size manually, resulting in a 30 minute delay. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that after registering all validation points during a navigated triathlon knee procedure, the software gave a "failed registration" warning. It was reported that the surgeon tried to register two more times and the same notification appeared. The surgeon decided to then choose the implant size manually, resulting in a 30 minute delay. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the software could not calculate the implant size for a large bone and generated an error was confirmed. Based on previous complaints, the sizing algorithm is unable to calculate an implant size and position if the patient¿s femur bone is larger than average, so that even the largest implant is too small to position it within the required boundaries. In this case, an error message is displayed. This behavior is intended and described in the design input of the software.